Event description:
Received info regarding a "cartridge alarm 19" during the load process. Customer's blood glucose level was not impacted. Customer was able to reload a new cartridge successfully.

Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.